Event description:
It was reported that air bubbles were observed. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 670mg/dl. Customer was treated with intravenous fluids of saline, tylenol, and insulin. Customer was released from the hospital (B)(6) 2024 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.